Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with an existing atrio-ventricular block (avb), an electrocardiogram was performed and showed left bundle branch block (lbbb) and first degree avb. No treatment was reported. No adverse patient effects were reported. Additional information was received which reported that at the second follow up appointment, the electrocardiogram (ECG) continued to show lbbb and first degree av block. Moderate paravalvular leak (pvl) was also reported. No treatment for the moderate pvl was reported. No additional adverse patient effects were reported.